Manufacturer narrative:
The investigation determined the issue identified by the fse was the root cause of the event. The customer has not had any further issues since the service visit.

Event description:
The customer complained of noise errors, calibrator issues, qc results outside of range and bubbles going through the line of a cobas 8000 ise module. The customer replaced the internal standard bottle and saw bubbles. Qc was repeated and the results were mostly within the appropriate range but bubbles were still observed. The customer had also primed the lined twice. The customer was not running patient samples due to the issues they were having. The customer ran 60 ise primes and then performed calibration and qc. Calibration and qc looked good so they began to run patient samples. The customer provided discrepant sodium (na) results for 1 patient sample. The initial na result from the ise module in question was 128.1 mmol/l. This result was reported outside of the laboratory. The sample was repeated on a different analyzer and the result was 139.4 mmol/l. The repeat result was believed to be correct. No adverse event occurred. The na electrode lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and found a loose thumb nut on the sipper nozzle. The nut was tightened. The fse performed flow path cleaning as a preventive measure. Ise checks were completed with no errors. The customer ran calibration and qc with acceptable results. Calibration data shows low results. Qc results were observed to be out of range but recovered within range later the same day. No issues were identified during a review of the alarm trace data.